Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with this event and this report is for the initially implanted impella rp flex device that failed. Refer to the following related initial medical device reports: impella rp flex serial number (B)(6) with date of event 23-jan-2025 and patient identifier ending in (B)(6). Impella cp serial number (B)(6) with date of event 24-jan-2025 and patient identifier ending in (B)(6). Impella rp flex serial number (B)(6) with date of event 24-jan-2025 and patient identifier ending in (B)(6).

Event description:
The user facility reported that a patient in cardiogenic shock from an acute myocardial infarction was initially implanted with an impella rp flex device for medical circulatory support (mcs) and unexpectedly the pump flow started decreasing with inaccurate placement signal numbers and then pump failed. The rp flex was emergently replaced with bleeding at the access site. The patient would expire the next day. However, prior the patient was implanted with an impella cp device for bipella support and would experience limb ischemia. The patient came presented to the emergency room as a st-segment elevation myocardial infarction and was emergently taken to the catheterization lab. Three stents were implanted in the right coronary artery with patient coding. The decision was made to implant an impella p flex after putting in a swan and seeing signs of right ventricular failure. The patient was transferred to the unit on impella mcs. Approximately 10 hours later the patient needed left ventricular unloading with a left sided impella cp device. The patient sent back to the unit now on bipella mcs. The plan was to unload and rest left ventricle, trend down drips as able, and keep up with volume. Patient to placed on continuous renal replacement therapy if urine output remained low. The patient was noted to be in very critical condition with no long-term plan, as poly substance use excludes from some long-term therapies. Constant discussions were going on with family and physicians to determine next steps if patient starts improving after bipella support. It was also noted the patient had multiple bleeds, some of unknown origin. Chest and abdomen distended in multiple areas, showing signs of bleeding from internal jugular rp flex access site and other major bleeding in multiple areas of unknown origin. Albumin, and several units of blood were given (4 units of packed red blood cells). Eventually a massive transfusion protocol was started. Later in the day now approximately one day after start of impella rp flex support, rp flex flows and catheter were running as expected, then suddenly started dropping rapidly with inaccurate placement signal numbers displaying. The flow dropped from 3.0-3.5, then dropped down to 2.5 and kept dropping down over a few minutes eventually down to 0.0. There were no alarms, and motor current was showing the motor was running. The performance level was still p-9, and was brought down. The performance level was dropped to p-0, then increased back up to p-4 as an attempt to correct the issue but this was unsuccessful; there was no effect. After the pump stopped working, failed, patient was brought down to the cath lab to replace with another impella rp flex, attempting to use the same site first, and if not successful, move to a new site in the right femoral vein. The physician commented: when informed of the situation, quickly said to replace the device. Further, the physician mentioned the intensive care unit did not start systemic heparin which he was unaware of; however, the ICU said due to the lab values, it was felt additional heparin was not needed for the patient at such time. When patient came down for replacement of the failed rp flex catheter, the distal right extremity was noted to be slightly mottled but had a pulse when checked previously while on the unit. At the end of the rp flex replacement, the leg looked worse and more mottled. An angiogram was performed showing blockage of flow passed the impella repo sheath insertion site. An external bypass for distal perfusion was discussed; however, before getting access for it, the plan was changed to remove the current impella cp and place a new one on the left side. After removal on the right, and placement of a new impella cp on the left, both extremities had adequate distal flow with pulses confirmed with doppler and the color of the right lower extremity improved. During the swap of the rp flex a large hematoma developed from swapping the rp flex catheters at the same site requiring two units of blood. The patient now back on bipella support with a newly placed impella cp. However, flows lower than expected despite plenty of volume going in and full rp flex flow at performance level p-9. Discussion was made regarding possible major bleeds and chest/abdomen very distended in multiple areas. Family was informed of critical status of patient and urgency of end-of-life discussions if situation did not dramatically improve very quickly. The patient would expire this same day. Medical safety review of the event determined three is not enough evidence to exclude the rp flex that failed as an associated factor, leading to the demised outcome.

Manufacturer narrative:
The investigation of low pump flow, placement signal issue, and vascular damage - peripheral vessel has been completed. The low pump flow failure mode was removed as reason for reported low pump flow is encapsulated under the placement signal issue. The returned product was inspected and there was no biomaterial in the inlet cage and on the sensor. The data logs were reviewed and dp sensor drift was observed with a rapid drift up of placement signal simultaneous with a rapid drift down of pump flows. Placement signal and cvp were both noisy with cvp negative for most of the support duration before trending up during ps and flow drift. The pump was tested in the flow loop and the sensor drift reproduced with #1051 placement signal not reliable - dp sensor alarm. The root cause of the placement signal issue was determined to be due to sensor drift as issue reproduced on returned product. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information related to failure was provided b1 was revised from the initial manufacturer device report number 1220648-2025-26156 to reflect both adverse event and product problem e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26156 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 medical device problem code 1503 was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2025-26156.